Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Review of transcripts revealed that the pacemaker was in backup vvi. Programming changes were made successfully. The patient will continue with regular follow ups.